Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male patient (age not provided), initials unknown, with osteoarthritis (kellgren and lawrence grade 4 wil no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20). It was reported that the patient was (B)(6) at the time of first course of synvisc. On an unspecified date in (B)(6) 2002, the patient initiated treatment with intra-articular synvisc injection of the second course in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2002, the patient received the second synvisc injection of the second course in right knee. On (B)(6) 2002, the patient experienced synovitis. It was reported that after 48 hours, the patient recovered from the event of synovitis. On (B)(6) 2002, the patient received the third synvisc injection of the second course in right knee and again experienced synovitis. On unspecified dates in (B)(6) 2002, 40 cc fluid was aspirated from right knee which was turbid (severe joint effusion) and 19 cc fluid was aspirated from right knee which was clear and yellow. It was reported that the patient received treatment with intra-articular betamethasone, at a dose of 1.3 cc; intramuscular betamethasone, at a dose of 1.3 cc and xylocaine (lidocaine), at a dose of 01 cc for the events of synovitis and right knee effusion. It was reported that after 48 hours ((B)(6) 2002), the patient recovered from the event of synovitis. On (B)(6) 2005, the patient underwent total knee replacement (tkr) of right knee. The outcome for the events of right knee effusion and tkr or right knee was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was mild and severe for the event of right knee effusion. The intensity for the event of tkr or right knee was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definite and unrelated with the event of tkr of right knee. The reporting physician did not provide the relationship between synvisc and the event of right knee effusion. Additional information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the production lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.